Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure due to an unknown reason and the spinous process spacer was broken. No further information has been obtained regarding the procedure despite good faith efforts.